Manufacturer narrative:
Returned product consisted of an ffr comet pressure wire connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed 2 kinks located 120.5 cm from the tip and at 176.5 cm from the tip. There was coating peeled from both the kinked locations. The tip showed extreme damage. The comet wire was connected to the ffr link for signal verification. The signal was present as designed. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint of recognizing zero issues was confirmed. The pressure wire was connected to the analysis support test bench and all applicable data was correct as designed, there was no difficulty in connecting the wire to the test equipment. The coefficient was confirmed to be in specification.

Event description:
Reportable based on analysis completed on 25jul2019. It was reported that a guide wire kink occurred. A percutaneous coronary intervention was being performed on a 75% stenosed and moderately tortuous lesion in the left anterior descending coronary artery. During insertion, the comet pressure guide wire kinked. The guide wire was removed and the procedure was successfully completed with a different device without issue or patient injury. However, returned device analysis revealed coating peeling.